Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve had foreign substance in it. Additional malfunctions include the o2 outlet was cracked.